Event description:
User receiving erroneous magnesium results for multiple patients samples. The exact number of samples was not available, however, the user noted nearly all samples run in 2008 were affected. Only the following specific example was provided: initial result 2.7 mg/dl, repeat 1.7 mg/dl. Erroneous result was reported. No reports of adverse effects to patients have been received by the user. The field service representative determined there was contamination in the water system and performed a decontamination of the entire system. He also noted a fluidics failure due to poor cuvette washing and added a special wash for magnesium and replaced the reagent probe. Performance tests were performed and within specification.